Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the technician tested the device and found no related findings/repairs to the reported event as there was no problem found with the device. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the device keeps losing power and several air cables were tried to solve the problem, but it continues to have the same issue. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.